Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the inner cylinder of the intravitreal probe shaft was defective and could not be aspirated before the vitrectomy and cataract combination surgery. The surgery was completed on the same day after the product was replaced with another one. There was no impact on the patient.